Event description:
It was reported that a spectrum iq infusion pump had speaker issue found in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "speaker issue" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the torn rear case flex. The rear case and rear flex required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.